Manufacturer narrative:
On (B)(6) 2025, bwi received additional information indicating that the patient's condition slightly improved and they were discharged from the hospital as planned. Ngen generator/pump was used for the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a second svci (superior vena cava isolation)/atrial fibrillation ablation procedure with a qdot micro¿ catheter, the patient experienced phrenic nerve paralysis. The ablation was performed with 20w at the site where the phrenic nerve was captured with the ablation catheter pacing. During the ablation, decrease of diaphragm movement was confirmed via fluoroscopy. Before the ablation, the physician was advised to perform ablation with continuous pacing from the electrode catheter positioned upstream of svc to confirm capture of the phrenic nerve while monitoring, but the physician decided not to perform pacing from the electrode catheter. Since the decrease of diaphragm movement/phrenic nerve paralysis was observed via fluoroscopy within less than 10 seconds after starting ablation, the ablation was discontinued. The physician's judgment was that the event was transient and would likely resolve over time. After that, the svci itself was completed, and the procedure was completed. No specific action was taken. The physician¿s assessment regarding health hazard was not-serious (moderate/mild). The physician¿s comment regarding the relationship between the event and the product was that it was not due to a product malfunction. No extension of hospitalization. The cf (contact force) monitoring methods were real time graph, dashboard, vector, and visitag. The visitag coloring setting was tag index. The visitag additional filter was fot (force over time). No abnormalities observed prior/during product use. Details of clinical examination and results were that there was no improvement with the phrenic nerve paralysis observed during the time in the catheterization room. Medical history/treatment history/other diseases currently under treatment on b)(6) 2025 initial pvi (pulmonary vein isolation) was performed using varipulse, and (B)(6) second session was conducted using qdot. There was no improvement with the phrenic nerve paralysis observed during the time in the catheterization room.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31638167l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).